Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA received a report of a perfusion tubing pack which had the coloured clamps of cardioplegia delivery lines inverted. Red clamp was found on white clamp line and vice versa. The event occurred during procedure. There was no patient injury.